Event description:
Healthcare worker experienced redness and burning at the top of their mouth before the tonsils, after they came in contact with cidex opa, during a spill. They were wearing personal protective equipment. No medical intervention sought.